Manufacturer narrative:
The device was returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported by a resmed account manager that while an astral device was being demonstrated, it displayed a system fault error message (sf 101) indicating that the outlet pressure measurement may be incorrect. This fault caused the device to stop ventilation. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed design house in (B)(6) for an extensive engineering investigation. The reported system fault 101 was confirmed through review of the device logs. The investigation determined that the system fault 101 was triggered due to the user incorrectly installing the expiratory adapter, causing a slight leak in the circuit as well as water contamination to the expiratory pressure sensor inlet. Based on all available evidence, it appears the user disconnected the circuit during this situation, causing the system fault 101 to generate. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).